Event description:
Healthcare professional reported "rupture". This record is for the left side. Device remains implanted and it is unknow if the device will be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, b6, d1, d2, d4, d6(b), g4, h4, h6.

Event description:
Healthcare professional reported left side rupture. It was later confirmed there is no complaint against the device. The device has been explanted. It has been determined that there is no complaint against the device and therefore this record is no longer reportable to FDA and will be un-reported.